Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and stomach issue on the december 30. 2017 with a blood glucose level of 264 mg/dl. The customer¿s blood glucose level at the time of the call was 164 mg/dl. The customer stated that they had undergone a procedure to remove the poly at the hospital. The customer experienced symptoms like stomach pain. The insulin pump will not be returned for analysis.